Manufacturer narrative:
Additional information: e4, g2, h6, h10, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small puncture was noted in the tubing of an unspecified access set resulting in a leak on the floor. This was observed during infusion of propofol to induce anesthesia prior to performing an egd (esophagogastroduodenoscopy) procedure. The device was replaced and propofol was hung to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.